Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via telephone call that the customer was hospitalized with high blood glucose. The last reading was 274 mg/dl but she did not recall the blood glucose reading at the time of admission. She stated that she had been off of the insulin pump for that day only and was treating with manual injections. She also stated that there had been an odor coming out of the vents at home and that she was hospitalized also. The drive support cap appeared normal. The insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was clear and the insertion site was not sore or irritated. The insulin pump passed the high pressure test. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.